Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebs1627 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that during placement the guidewire was inserted into the introducer and the guidewire would not go past the needle. Guidewire was removed and the end appeared to be "mangled". Opened another kit the facility had in stock and used the guidewire from that kit to complete the procedure. No harm to the patient.